Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through inspecting the o-ring and pneumatic tap area, cleaning the pump, and attempting to load a new cartridge. Despite initial difficulties, the customer successfully loaded the cartridge and resumed insulin delivery with assistance from technical support.